Manufacturer narrative:
We were not advised of the name of the initial reporter at the time the complaint was filed with us. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while in use on a patient, the cardiosave stopped pumping after an autofill. It was not possible to start assisting again by pressing the start key. The display did not freeze. All was working well including the waveform display except the cardiosave did not start pumping again. No patient injury or death reported. No adverse event reported.

Manufacturer narrative:
(B)(6)2017 10:58 am (gmt-4:00) added by (B)(6) (pid-(B)(6)):the business unit reported via email dated(B)(6)2017 that the muffler and cable were replaced on the cardiosave and it was released back to the customer for clinical use on (B)(6)2017.

Event description:
The customer reported that while in use on a patient, the cardiosave stopped pumping after an autofill. It was not possible to start assisting again by pressing the start key. The display did not freeze. All was working well including the waveform display except the cardiosave did not start pumping again. No patient injury or death reported. No adverse event reported.